Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient visited another pain management doctor recently and at the appointment, the doctor found out that stimulation was not addressing the patient¿s back pain, he was only getting it in his leg and feet. The patient wasn¿t sure when he lost pain coverage. The symptoms were reported to have a gradual onset. There was no known accident or incident related to the complaint. It was noted the patient¿s status was known. Over two weeks later the patient still had concerns regarding his device. The patient¿s doctors told him that the device needed to be reprogrammed. The implantable neurostimulator (ins) was not addressing the patient¿s issues. The patient called his health care providers (hcp) office and he was told the hcp would not treat it because it has been so long, he¿s considered a new patient. Part of the patient¿s issues now was that the ins was affecting his nerves that have to do with his bowels and urinary area, it was very painful. The patient was asked how long this has been going on for and he stated ¿here recently the worse has been the last 2 weeks.¿ the therapy was not working as expected. On two occasions, the patient experienced a sudden increase in stimulation when moving to an upright and mobile position, causing him to loose bodily functions. Overstimulation was reported. Diagnostic testing and troubleshooting will be performed in the future. The patient was alive with no injury. Additional information has been requested to find out the outcome of this event and if any intervention was needed. If additional information is received, a follow up will be sent.

Event description:
Additional information received reported the manufacturing representative had not heard back from the patient regarding a future appointment. The patient was looking into options with their healthcare professional.